Manufacturer narrative:
On 4-mar-2022, the product investigation was completed. It was reported that an unknown patient underwent unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was leaking. It was reported that there was a leaky valve on vizigo sheath and a force sensor error on the ablation catheter. No patient consequences were reported. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the carto vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record review was performed for the finished device 50000009 number, and no internal actions related to the complaint were found during the review. Due the conditions observed in the hemostatic valve, an internal action was opened. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was leaking. It was reported that there was a leaky valve on vizigo sheath and a force sensor error on the ablation catheter. No patient consequences were reported. Additional information: there was physical damage on valve/hub: white valve was pushed in distally from the cab so that it was slightly visible in the clear hub, more than usual. The hemostasis valve (gasket) did not break into two or more separate pieces. The valve dislodged and moved distally in the hub. No air entered the patient¿s body, issue was noticed prior to sheath insertion. The issue did not require percutaneous, surgical removal or medical intervention. No blood loss. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 27-jan-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).